Event description:
On 3/23/94, a telemetry pt transmitted elg info signal was overridden by anothr pt's rhythm and interpreted by the system as the former pt. This situation generated an inappropriate response from the nursing staff to the pt's suspected condition. The charge nurse commented that the waveform didn't look like the former pt's origina, raising the suspicion of an overriding signal condition. Upon investigating, the overriding signal was found to be originating from the latter pt.